Event description:
It was reported that the patient has expired after an implant duration of approximately 0.8 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
On 01/15/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that between (B) (6) 2007 and (B) (6) 2008, the patient was administered heparin while at a medical center, and experienced, among other symptoms, throat swelling, heart problems, and chills. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to be contaminated heparin. Shortly thereafter, the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The patient passed on (B) (6) 2008.